Event description:
The programmer was returned for preventative maintenance and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
Analysis identified that the stylus was missing, the touch screen did not respond to test-stylus. Analysis also identified that the cooling fan was noisy, cord bay latch was broken, keyboard hinge left was broken and right was missing. Keyboard slide rail left and right were broken, keyboard cover plate was missing. Keyboard upped frame was broken, card bus release handle was broken, media door latch was broken. Lower hinge plate was missing screws. Medtronic logo button was missing. ECG connector support plate and handle update required (hardware). Paper drawer was nearly empty. Bullet assay was missing. It was advised that the programmer be scrapped. If information is provided in the future, a supplemental report will be issued.